Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon impacted the tibial implant, the impactor broke in half.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The complaint shall be closed with an undetermined conclusion. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.